Event description:
Healthcare professional reported right side textured to smooth implant exchange and "I was just removing the implants and not putting new ones back in because she had some atypical cells in her seroma fluid." Device remains implanted.

Manufacturer narrative:
Continued state e1: (B)(6). Continued postal code e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.